Event description:
The caller stated the tracheostomy tube was placed in the pt on (B)(6) 2010, and had to be replaced on (B)(6) 2010, due to a leak. She did not know where the leak was.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.